Manufacturer narrative:
The exact "date of event" was not provided. The provider has already replaced the joystick and the device is working properly.

Event description:
Consumer alleges joystick goes nuts and shocks her.